Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 2:32 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.9 inr. At 4:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.3 inr. The patient's warfarin medication was changed from 1.5 mg. Every day except 3 mg on tuesday to 1.5 mg. Every day. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or change in medication based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient does not have anemia. The patient has had some adjustments made to her warfarin medication. The patient has had no medication or diet changes. The patient does not have a special or unusual diet. The patient has recently had the flu. The patient did not recall if she had any symptoms of bleeding or bruising. The patient did not use alcohol when preparing her finger for sample collection. The patient's product was requested for investigation and replacement product was sent to the patient.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 1.2 inr, qc 2: 1.2 inr, qc 3: 1.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.0-1.4 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The maximum difference between measurements was 0%.